Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient experienced excessive bleeding that led to multiple dressing changes on the day of the trial procedure. Follow-up report indicated that the patient developed a fever and presented to the operating room to have the trial leads removed. There were no reports of further complications.